Manufacturer narrative:
Concomitant medical products: 5076-35 lead, implanted: (B)(6) 2013.

Event description:
It was reported that during a clinic visit, it was noted that there was one missed beat/loss of capture while the patient was performing arm movements. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.